Event description:
It was reported that due to the patient feeling a pop and the device stopped working had his inflatable penile prosthesis (ipp) cx removed and replaced. The ipp was explanted and a new ipp lgx consisting of a 21cmx12mm cylinders, pump and 100 ml reservoir were implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation malfunction was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # 92186855). Updated to include device analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the patient feeling a pop and the device stopped working had his inflatable penile prosthesis (ipp) cx removed and replaced. The ipp was explanted and a new ipp lgx consisting of a 21cmx12mm cylinders, pump and 100 ml reservoir were implanted. Should additional information be received a supplemental report will be submitted.